Event description:
A balloon ruptured on first inflation during a percutaneous transluminal angioplasty. Device has not been returned for evaluation. Therefore, no failure analysis is available. Co's attempts to gain further info regards to circumstances surrounding this event were unsuccessful. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Howver, without evaluating product and without further details about the event co cannot determine exact cause for this event. Co's directions for use state: "to prevent balloon rupture, the recommmened balloon inflation pressure should not be exceeded. Do not advance guidewire or catheter if resistance is met without first determining cause of resistance and taking remedial action. Never manipulate catheter with balloon inflated".